Event description:
It was reported that the customer stated 12 days after starting to use, air leaked. The pt was reintubated. It was checked prior to use.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device of the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.